Manufacturer narrative:
Customer reported that a pyxis anesthesia station es system unexpectedly rebooted during a procedure, preventing user access to medication. The nature of the procedure was not disclosed. The required medication was not disclosed. Customer reported a 30-minute delay to patient care. Required medication was obtained from nearby stations. Customer reported patient experienced discomfort due to delay in procedure. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A technical support specialist applied knowledge article 000014603 - how to: bypass windows updates to stop the update process and restore access to the station. Investigation pending; this report will be updated once the investigation process is complete.

Event description:
Customer reported that a pyxis anesthesia station es system unexpectedly rebooted during a procedure, preventing user access to medication. The nature of the procedure was not disclosed. The required medication was not disclosed. Customer reported a 30-minute delay to patient care. Required medication was obtained from nearby stations. Customer reported patient experienced discomfort due to delay in procedure. Patient or user harm was not reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, d9, g1, g6, h2, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-oct-2020 to 26-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device unexpectedly rebooted and ran windows updates during a procedure. A technical support specialist dialed into the station, ran the command from the knowledge article¿ how to: bypass windows updates "to force stop and disabled the windows updates to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es system unexpectedly rebooted and ran windows updates during a procedure. Customer reported a 30-minute delay to patient care and that the medications were obtained from nearby stations. The customer reported the patient experienced discomfort due to the delay. There were no adverse events or injuries reported based on this event.